Event description:
Patient underwent robotic-assisted laparoscopic right partial nephrectomy. Tip cover accessory split at side after about 1 hour of use. Tip removed and replaced. No known patient harm.